Event description:
The customer reported that while running a hepatitis core assay, a sample barcode in position h11 was read as "3587232" instead of "3587229". Summit sample handler, was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-01290-03.